Manufacturer narrative:
The instrument has been investigated. The field svc engineer evaluated the instrument, replaced parts and performed preventive maintenance. Repairs have returned instrument to expected operation.